Event description:
During product evaluation by a baxter service technician, an I-pump was found with a damaged printed circuit board assembly. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of cmplnt-001139494. The cause was determined to be a damaged printed circuit board assembly. To correct the condition, the printed circuit board was replaced.if any additional information is received, a follow up MDR will be sent.